Event description:
It was reported that a spectrum iq pump had low speaker volume. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "low speaker volume" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was attributable to the device settings volume set to low audio. The evaluator set the volume to high and the sound was restored to normal. Should additional relevant information become available, a supplemental report will be submitted.